Manufacturer narrative:
(B)(4).

Event description:
During surgery on (B)(6) 2016 for the patient's high impedance, it was found that the pin was not inserted fully into the connector block. Once the pin was fully inserted the high impedance resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient has high impedance. The family reports no known falls or accidents. The patient was recently implanted with a model 106 on (B)(6) 2016. No x-rays were taken. The design history record for the lead was reviewed and the lead passed all functional tests prior to distribution into the field. Surgical intervention has not occurred to date.